Event description:
The customer reported that the device made a sizzling sound when charging to 200 joules and believed that there was a possible capacitor problem. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.